Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels reaching 52 mg/dl due to the basal rates being too high. Juice was consumed to address bg. Tandem technical support guided the customer through adjusting the basal rates on the pump.